Manufacturer narrative:
Initial reporter facility name: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that blood and air leaked from a bd insyte¿ autoguard¿ bc shielded IV catheter. There was no report of exposure, injury or medical intervention.

Event description:
It was reported that blood and air leaked from a bd insyte¿ autoguard¿ bc shielded IV catheter. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: device/batch history record review: the lot was built on afa line 9 on 04nov2017 through 08nov2016 and packaged on line 11 for the quantity of 301,010ea. Challenge, in-process and set-up samples were performed according to the quality plan and all passed per specifications. A non-related (200717262) for damaged grip was initiated and disposition of the product, root cause and corrective action were applied according to the quality plan. The peura (end user risk analysis): yes reason: the peura is required for all MDR reportable investigations. Findings: rm5835 rev 12 version j was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable. Visual analysis observations and testing: received a 20ga insyte autoguard bc catheter-adapter assembly connected to a terumo blood bag. Visual/microscopic examination: traces of blood was observed throughout the catheter-adapter and the extension set. Observed the actuator was fully inserted through the septum. No physical-mechanical damage was observed on the adapter threads. Water- leak test: the lab supplied male slip luer test fitting was connected to the end of the adapter. The water/air leak test was performed. No leakage was observed on any of the areas of the unit. The returned catheter/adapter assembly was dissected to evaluate the septum pierce (slit). The slit was present per specification and no damage was observed. Investigation conclusion: root cause relationship of device to the reported incident: indeterminate comment: there was no definite physical or mechanical evidence that confirmed and supported manufacturing process related issues for the defect observed in this incident. No physical evidence to confirm or to support manufacturing process related issues for the defect. The returned for investigation had been used, therefore the blood escape test could not be performed.